Event description:
Pt underwent treatment for an abdominal aortic aneurysm. The medtronic aneurx stent graft system was utilized. There was a problem with the deployment unit. The deployment unit could not be removed from the pt. The deployment until was removed but the graft moved into the lower part of the aneurysm. Attempts were made to salvage the graft but failed. The pt was opened up. A graft was placed in the pt. After surgery the pt's blood pressure fell. The pt was operated on the next morning to control the internal bleeding. The pt died 3 days later.